Event description:
A surgeon reported that approximately six months following intraocular lens (iol) implant surgery, a pt presented with persistent glare, who described it as a temporal dark shadow that makes her feel like she has blinders on.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. A complete investigation could not be conducted due to insufficient info. Additional info has been requested. (B)(4).